Manufacturer narrative:
The plant investigation is in process. A supplemental medwatch report will be submitted upon completion of this activity.

Event description:
A user facility biomedical engineer (biomed) reported that blood was observed to be leaking from the header of the optiflux 200nre dialyzer during a patient treatment. Follow-up information with the nurse revealed that the blood leak occurred approximately one hour after initiation of the patient's hemodialysis (hd) treatment. The leak was observed by staff to be external from the top arterial header cap of the dialyzer, in which blood was dripping into the dialysate connector and onto the floor. The machine did not alarm. Blood test strips were used but were negative for the presence of blood. Upon further inspection of the dialyzer by the nurse and biomed, it was noted that the header cap appeared to be loose from the dialyzer body. The patient¿s estimated blood loss was a combination of 10 cubic centimeters (cc) from the external blood leak and an additional 150-200cc from the blood left in the circuit that was not returned to the patient. The patient was transferred to a new machine where treatment was completed with new supplies. No patient adverse effects were experienced and no medical intervention was required as a result of the event. The sample was stated to be available to be returned to the manufacturer for physical evaluation.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. During visual inspection, it was noted that there was blood residue within the header caps on both ends of the dialyzer and between the screw flange/dialyzer housing on the cavity ID end. There was no damage noted to the screw flanges. An external leak test was performed and an external leak was identified originating from the cavity ID end screw flange at 7.5 psi. The dialyzer was disassembled for further examination and it was discovered that there was a cut/slash on the cavity ID end silicone o-ring. A production records review was performed on the reported lot. There was no indication of product non-acceptance or deviation during the manufacturing process which could be associated with the reported event. The review included a check of non-conformance, rework, labeling, process controls, and any other occurrence in production potentially related to the complaint. The lot passed all release criteria. Upon conclusion of the investigation, it was determined that the cause of the reported leak was due to a cut in the silicone o-ring of the dialyzer. The cause of the reported cut is unknown. Should additional relevant information become available, a supplemental report will be submitted.